Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during phacoemulsification (phaco) mode of the cataract surgery with intraocular lens (iol) implantation, an ophthalmic handpiece was unable to build vacuum intermittently and the handpiece was observed with bulged cable. The surgery was completed on the same day using another handpiece and there was no patient harm. Additional information has been requested but is not available at the time of this report.